Event description:
Reporter alleged discrepant back to back blood glucose values of 67, 401, & 255 mg/dl when testing was performed <5 minutes apart on the advantage system. The location of the testing was not provided. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.